Event description:
It was reported that the patient with this right atrial (ra) lead and a pacemaker was getting right sided diaphragmatic stimulation with both bi and uni polar pacing. The ra lead was not capturing the atrium in bipolar, where no sensing was observed, and in unipolar sensing, noisy signals were present. The field representative suspected the observed p waves were really far field over sensed signals. Impedance in bipolar appeared within range. It was also noted that at implant the ra pace percentage was much lower than at the time of the call. This could be related to ra under sensing and over pacing. An x ray was suggested to determine the cause of the observed lead behavior. The ra lead and the pacemaker remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead and a pacemaker was getting right sided diaphragmatic stimulation with both bi and uni polar pacing. The ra lead was not capturing the atrium in bipolar, where no sensing was observed, and in unipolar sensing, noisy signals were present. The field representative suspected the observed p waves were really far field over sensed signals. Impedance in bipolar appeared within range. It was also noted that at implant the ra pace percentage was much lower than at the time of the call. This could be related to ra under sensing and over pacing. An x ray was suggested to determine the cause of the observed lead behavior. The ra lead and the pacemaker remain in service at this time. No additional adverse patient effects were reported. Additional information was received from the field representative mentioning that the pacemaker was reprogrammed to de activate ra lead. Then the patient had an x ray analysis in which the ra lead was observed to be dislodged in the superior vena cava. A lead revision was completed, and the ra lead was reconnected to the device and remains in service at this time. No additional adverse patient effects were reported.